Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a severe hypoglycemic event. The customer went to the emergency room. The customer's blood glucose level was not reported. The device was not returned.